Manufacturer narrative:
After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event where the patient was being monitored, their device lost power. &#1288;e customer did indicate that they were able to restore power and continue patient care with little delay. &#1288;ere were no additional details of the patient event provided. There was no adverse outcome of the patient reported to physio-control.